Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00143. The pt received his scs system on (B)(6) 2009 including two percutaneous leads; one of which was placed peripherally (off-label indication). It was reported that the pt lost stimulation. The pt had reported he did some activity that may have contributed to the alleged lead migration. An x-ray confirmed that both of his leads had migrated. Surgical intervention was undertaken to replace the leads and effective stimulation was recaptured for the pt as a result. The explanted devices will not be returned to the MFR.